Event description:
This 37-year-old female underwent a bam with silicone gel implants in 1991. The procedure was performed at another facility, therefore the device identifiers are not known. The pt recently saw some diminution in the overall size of the right breast and a mammogram was suspicious of a right ruptured implant. Gross exam: the right implant is massively ruptured.